Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 during which the surgeon noted the mesh was free floating. The mesh was grasped, and a majority of it was excised out. It was reported that the patient underwent evacuation of hematoma on (B)(6) 2013. It was reported that the patient underwent an abdominal wall cystic mass on (B)(6) 2013. It was reported that the patient underwent exploratory laparotomy, colon resection and incisional hernia repair on (B)(6) 2013. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, adhesions, seroma, hematoma, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information is provided.